Event description:
A paper was recently published (spine vol. (B)(6) 2011) discussed removal of the (charite) artificial disc. Four cases were documented. The specific information was very limited and it could not be determined if these cases have been previously reported to depuy spine. As a result for complaints were entered into our database and MDR filed to document these events.

Manufacturer narrative:
Patient had 2-level tdr at l2-3 and l3-4. Developed scoliosis with increased pain. Charite removed the posterior fusion with peek cage. Post-op noted (a) correction of scoli (b) thigh dysesthesia that improved but did not completely resolve 21-months out. Device is approved for single level insertion between l4-s1. Implantation of the device at l3/l4, and implanting more than one device goes against the recommendations made in the surgical technique. The instructions-for-use (IFU) supplied with each device as well as the information presented at the time of surgeon training. Little information is known at this time. At this time, no connection can be made between the reported event and any shortcoming of the device. (B)(4).